Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect additive amounts with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for incorrect additive amounts was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed, bd was able to confirm the customer's indicated failure mode. Evaluation of the returned photograph shows tubes with apparently less additive than required. Although review of the DHR and retained samples from this lot number does not indicate any issues and does not confirm this report.

Event description:
It was reported that the customer noticed that their paxgene® blood rna tubes had varying amounts of additive volumes. No serious injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.